Event description:
Customer reported the drilling wire attachment, part number 532.022, lot number 3048 of the drilling machine is rough running and overheating. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed both the motor and bearings were worn, and the jaws were defective. The device was repaired and returned to the customer on 5/14/2013. The complaint is indeterminate. (B)(6). Placeholder.